Event description:
Pt noted right heart alarm, interrogation of his device showed 2 episodesin last 3 days, low flow and zero speed. Pt denied dyspnea, chest pain,dizziness, edema. Controller replaced (B)(6) 2013.